Event description:
We received notification from a sales representative, via e-mail that a previously implanted spacer was dislodged and migrated posteriorly at l4-l5. The original surgery took place in (B)(6) 2010 and was a two level surgery at l4-l5, and l5-s1. Revision surgery took place at l4-l5. Surgeon performed revision surgery on (B)(6) 2011 to remove spacer, and replace with an expandable implant. There were no complications during the revision surgery.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and the product lot number not provided. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records for all lots manufactured. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state, and operating procedures. Based on record review of all available information, it is determined the signature tlif spacer, small, 11mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction. This information was requested however not available. Should the lot number become available a supplemental report will be submitted. Date of manufacture cannot be determined without the lot number.